Event description:
Medtronic received report that a pipeline shield had a deployment issue. The device was removed and a replacement pipeline was implanted successfully. The site considered the event to result in serious injury due to the failure of the pipeline to implant. However, no adverse patient symptoms or other complications were described.

Manufacturer narrative:
Report submitted is reported based on limited information received in medwatch report: (B)(4). No initial reporter/healthcare provider (hcp) or facility information was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.